Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received. The sample consist in one cassette product from part number 21-7609-24. Sample was received without original package. Functional testing: the sample was test for leak by passing water through it; leak was detected in the luer. The complaint is confirmed. Solvent bond verification: the sample was broken in the female luer to review if there is any issue with the bonding. Result: the tube is not fully inserted in the luer. The cause of the reported problem was traced to the manufacturing process. The cause of the reported problem was traced to manufacturing - equipment / fixture: inadequate dispenser used in the operation. Action taken was - change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by march 23,2021 under (B)(4) after the complainant lot.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking from the part where an extension but was connected. There was no patient injury.